Event description:
Device issue: balloon rupture. Time of device issue: during post dilatation. Adverse event: none. It was reported that during post-dilatation of the mid left anterior descending (lad) de novo lesion, the balloon ruptured at 10 atm at the first inflation. The voyager nc balloon catheter was removed and a 2.5 x 12 non-abbott balloon catheter was used successfully to complete post-dilatation. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it is possible that the balloon may have become scratched/damaged such that the balloon ruptured during the first inflation, as no damage was noted during preparation for use; however, this cannot be confirmed. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.